Event description:
The user facility reported that they received a positive biological indicator result and the instruments present in the cycle were subsequently used in a patient procedure. The user facility monitored the patient per their hospital protocol; no injuries have been reported. Requests for additional information on patient status have not been responded to by the user facility.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.

Manufacturer narrative:
The user facility reported that the v-pro processing cycle for the instruments used in the patient procedure was completed successfully with no abnormalities. The printout for the cycle confirms that the cycle completed successfully, verifying that all critical parameters were met. Additionally the facility utilizes chemical indicators for v-pro cycles and reported that the chemical indicator passed for the cycle. The passing chemical indicator demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. A steris service technician inspected the v-pro unit subject of this event and found the equipment to be operating properly. No issues were identified. All biological indicators passed during the service technician's test cycles. Retention testing was completed on the lot of biological indicators used by the customer which showed no abnormalities; all indicators met specifications and passed testing. Users are instructed in the v-pro instructions for use, section 7.2 to "follow departmental procedures for reporting sterilization failures. Do not use items processed in the load. These items must be reprocessed." An in-service was completed on (B)(4) 2011, on the proper preparation, placement, activation and incubation of the biological indicators.